Event description:
Following placement of a cypher stent in the mid left anterior descending artery (mid lad) the ostial diagonal branch was noted to be slightly narrowed. Therefore the diagonal branch was treated with a maverick balloon inflation, which was done ina kissing balloon fashion with good results - some haziness of the ostial diagonal branch was noted but with normal timi 3 flow.